Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and corrections to d9, g2, and h3. The information in d9, g2, and h3 were inadvertenly omitted from the initial medwatch report. The device was returned to olympus for inspection, and the customer's complaint (device powers off) was confirmed. The motion alarm was activated and there were no indicator lights on the front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the power turned off and the indicator lights were not lit because of a main board failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device turns off. It is unknown when the problem was identified. There was no harm or user injury reported due to the event.